Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving vibratory patient notification alert, device was found to be in backup vvi mode. Device also displayed a message that it cannot interrogate. Clinician was unable to establish communication with the device. Backup report could not be obtained as the printed report was filled with dashes only. During last interrogation few months before, device was having several years of longevity. Device was explanted and replaced. There were no adverse consequences to the patient and the patient was discharged from clinic in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported backup vvi (bvvi) and inability to communicate was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.